Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. Information contained in this report was previously submitted through psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformance's noted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, rupture and seroma-late. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported right side pain. Additionally reported was "the implant could of ruptured as on the scan they can see a fold she is unsure if it is a rupture or caused from the capsular contraction [grade 3-4]. They also drew the fluid from around the capsule" the device remains implanted.